Event description:
It was reported that on insertion of the anchor, the insertion device broke with a small piece of it's tip left in the anchor. The broken driver tip was not retrieved. The procedure was completed. Case: left shoulder rotator cuff repair. Follow-up investigation: device tip is in the anchor and the anchor was countersunk in the bone. The anchor is located in the greater tuberosity. No x-rays were taken. Procedure was completed as planned.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by improper bone prep, not inserting the implant co-axial to the bone tunnel and /or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.